Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a smartablate pump. The patient was under general anesthesia. The flow setting was 2ml/min. The transseptal puncture was completed and the sheath was on the left side of the heart. After the sheath was pulled back to the right atrium, a bubble error alarm occurred. However, the bubbles were already down to the sheath past the sensor. The procedure was completed with no patient consequence. It was noted that the tubing was previously flushed. This issue occurred after the pump had been running for some time at 2ml/min. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: smartablate pump tubing; model #: d-1320-01-s; lot #: acf76718. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate pump. The patient was under general anesthesia. The flow setting was 2ml/min. The transseptal puncture was completed and the sheath was on the left side of the heart. After the sheath was pulled back to the right atrium, a bubble error alarm occurred. However, the bubbles were already down to the sheath past the sensor. The procedure was completed with no patient consequence. It was noted that the tubing was previously flushed. This issue occurred after the pump had been running for some time at 2ml/min. This event of the bubble sensor failed to detect the air bubbles was assessed as a reportable malfunction as it could lead to air embolism.